Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer, reporting on self from (B)(6). The consumer did not have any known medical history and concomitant medications were not reported. On (B)(6) 2010, the consumer started using o.b. Combination pack tampons, one at a time, twelve in total. The consumer reported that the fibers from the tampon were stuck in her vagina and the tampon unraveled upon removal. She removed the fibers. The consumer discontinued use of the tampons and the event resolved. Samples received included 1 regular and 2 super plus o.b. Non-applicator tampons with package (lot number 2749m5997). Samples were visually inspected and fibers were found sticking out from the dome of the tampon. The device history record review shows no evidence of process or product issues that could be related to this complaint. The retain sample was visually inspected and confirms the presence of fibers stuck in the wrapper. This is the first complaint received on this lot number for both complaint subjects. The data for both complaint categories has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.